Manufacturer narrative:
The controller ac adapter, with unknown serial number, was not returned for evaluation. A review of the receiving inspection records could not be performed as the serial number is unknown. Based on the available information, the reported event could not be confirmed. Analysis could not be performed as the device was not returned. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the cac gives no power. The device was replaced. There was no impact to the patient.